Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level. Customer's continuous glucose monitor read ¿high¿, however, a specific bg value was not provided. The cause for the high bg was unknown. Reportedly, the customer changed the infusion set, cartridge, and delivered a bolus to address high bgs. Recommendation was made to consult with healthcare provider regarding diabetes management.